Event description:
Customer reported 1527-1 transpore tape was applied to her bilateral forearms. Customer reported she experienced severe itching and redness and it looked as though she had been "branded". The areas also contained red raised dots. Customer reported she saw her physician and he administered a shot of prednisone and gave her a rx for betamethasone dipropionate cream 0.05%. Physician reportedly told her it was an allergic reaction. Five days following the initial report, patient stated the areas were fading and only a faint tan coloring remained where the tape was applied. Customer reported a history of previous reactions (redness, itching) to tape (unknown type) and electrodes (unknown type).